Manufacturer narrative:
(B)(4). Date sent: 5/17/2024 d4: batch # unk a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: "¿ 1. How was the bleeding controlled? A ligature was placed ¿ 2. How much blood was lost (ml)? I don¿t know ¿ 3. Did the patient require a transfusion? No" an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that during an unknown procedure, the clip wasn't tight enough on the vessel, so it slipped off. This led to bleeding in the site. This was recognized in good time and the vessel could be closed during the operation. No patient consequences.